Event description:
It was reported that the aq2010v three piece silicone lens was torn during loading but the damaged was not discovered until after the surgeon inserted it into the eye. The lens was removed and replaced with the same model/diopter without any patient incident. The reporter stated the event was due to a tech loading error.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). No known consequences or impact to the patient torn material. Evaluation results: visual inspection of the returned product showed the lens was torn into two pieces and there was a dark surgical residue on the surface of the lens. (B)(4).